Event description:
Patient reported "implant popped". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d.1, d.4.

Event description:
Patient reported "implant popped". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, h6.

Manufacturer narrative:
Clarification to d6a implant date: a partial implant date of "2009" was initially provided. Now that device information has been received, it has been identified that this partial implant date is before the manufacturing date of the device. Implant date has been removed from the record until additional information is received. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Additional, changed, and/or corrected data: a4, b5, d1, d4, d6a, g1, g2, h4, h6, h11.

Event description:
Patient reported right side "implant popped". Healthcare professional later confirmed right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "implant popped". This record is for the right side. Device remains implanted.